Event description:
It was reported that this inflatable penile prosthesis (ipp) device was no longer working as intended. During revision surgery, the physician confirmed that after removing the old pump one of the cylinders had a hole and the outer sheath was torn. The device was explanted and replaced with a new ipp. There were no patient complications.